Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device gave check vent alarm for the primary alarm failed. The device was not in patient use at the time of the event. There was no report of patient or user impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated motor speaker failed message was logged. The rse discussed ohming out the speaker looking for results around 8 ohms. The rse also discussed suggested repair per the manual and discussed speaker and cpu replacement. The customer returned a call to the rse stating that the device was tested and all testing passed. The device remains at the customer site with no replacement parts required.